Manufacturer narrative:
On 1-may-2023, additional information was received which indicated the patient¿s outcome from the adverse event is patient improved. Transseptal puncture performed with nrg rf transseptal needle, manufactured by japan life line. A smartablate generator was used in this case with the correct catheter settings selected on the generator and the smartablate pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features were dashboard and vector and parameters for stability were range: 2, time: 5sec, force over time (fot) 5g and 50%. No additional filter used with the visitag. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30944552l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. Pericardial fluid was confirmed after the procedure and drainage was performed. Although the pericardial effusion was slight, drainage was performed, and the patient left the room. Ablation had already been performed before pericardial effusion was identified. Steam pop was not confirmed. The physician's opinions on the relationship between the event and the product was that the adverse event probably occurred during use of biosense webster products; during brockenbrough (transseptal puncture). Physician¿s opinion on the cause of the adverse event was the procedure itself. There were no abnormalities observed prior to and during use of the bwi product. Tag index was used.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).